Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a lead revision the patient's lead was displaying multiple high impedances on several contacts. The physician tried multiple times to re-insert the lead into the splitter but the high impedances did not change. The physician replaced the splitter but the high impedances remained. The physician discovered that the lead had been fractured and decided to replaced the lead. A new lead splitter and lead were implanted and the high impedances resolved.